Event description:
The facility representative reported a flo-gard infusion pump in which the customer did not report the problem. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem was not confirmed in service. Quality engineering determined the problem to be the pump head door that was the only other problem found on the pump. The cause of the problem was physical damage to the door. Service replaced the door to fix the problem. Should additional information become available, a follow-up medwatch will be submitted.